Event description:
The system 7 sagital saw was returned to stryker instruments for service, and during functional evaluation, it was noted that the trigger was catching. The trigger shaft and sleeve were interfering with each other which has the potential to cause run on. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The system 7 sagittal saw was returned to stryker instruments for service, and during functional evaluation it was noted that the trigger was catching. The trigger shaft and sleeve were interfering with each other which has the potential to cause run on. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The original reported event, trigger and safety difficult to push, was duplicated. The potential event of run-on was confirmed. During the evaluation a trigger failure was confirmed. The trigger assembly was determined to be the primary failure. This was the root cause of the event. A trigger assembly failure may cause issues with device functionality including run-on.